Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was not getting pain relief and charging was not working. It was noted the patient was the stimulator removed before their divorce was final, for health insurance purposes. It was reported the patient was "ok" after explant. It was noted the manufacturer representative had met with the patient several times to help the patient charge and reprogram. It was reported the reprogramming helped one time.

Event description:
The ins would only charge to 75%. There were 2 possible overdischarges. The patient charged for 12 hours and still unable to get to the 100% mark with sprites. The patient sat and watched movies during the charging time. The patient has cancelled health care provider (hcp) appointments due to long distance and personal reasons, seeing the hcp was difficult. The change in recharging occurred about a month ago. The company representative would like to replace the recharger to see if that helps. It was reported two weeks later that the patient never called in to order a new recharger. The patient was unable to charge her device but when the company representative saw her recharge at the doctor¿s office, she was getting 8 coupling bars shaded and was able to charge her device with no difficulty. The ins was causing pain at the implant site and the patient¿s wants it out. The patient was getting good therapy and pain relief but she still wants it out. The patient was going through a lot in her personal life. It was unknown what was going on with the patient. The doctor has tried to talk to the patient but was unable to obtain any more information. An explant procedure has been scheduled for 07/08/2014. Additional information has been requested.

Manufacturer narrative:
Analysis of internal neurostimulator s/n (B)(4) found no significant anomaly.

Event description:
It was reported the patient was doing well. It was noted the patient's system had been explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.